Event description:
Subsequently to the initially filed MDR, a medwatch report was received: user facility reports "attempted to deploy abbott perclose prostyle vascular closure device to groin artery access site. First and second device failed to deploy- sutures did not deploy. Patient developed a hematoma during recovery. Hematoma was managed and patient was able to discharge home the same day. Reference report mw5152700." No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported malposition of the suture was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment medwatch report #mw515269.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, when retracting the plunger, the entire suture came out with the plunger. This occurred with both devices. A large hematoma formed due to the second prostyle device. Manual compression was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.